Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that while the ventilator was connected to a patient a high temperature event occurred at the power plug which was connected to the wall receptacle. A nurse was present at the time, smelt the burning odor and immediately pulled the plug. No injury has been reported.

Manufacturer narrative:
The affected savina was manufactured in january 2004. The concerned power plug was available for an investigation and it could be identified that is was the original one that shows a production date in 2003. The visual inspection confirmed a damage to the power plug that results from a high temperature event and was limited to a small area. The affected plug is designed to meet the iec 60601-1 standard for basic safety and essential performance of medical electrical equipment. Thus, a risk of fire is assessed to be minimal. A life span is not defined for the power plug, though improper handling might reduce it. The exact root cause could not be determined retroactively, but based on the age of the power plug and the damage it is possible that a crack within the internal contact was present and led to an increased resistance. Due to the malfunction, the mains supply was interrupted but the savina continued ventilation on battery supply accompanied by a corresponding alarm. No further consequences occurred in the reported case besides the damage to the power plug. There exists no other similar reported incident for the savina power plug.

Event description:
Please refer to the initial-report.